Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the wake button was delayed in responding to touch and the customer received a power source alert after plugging the pump into a usb connection. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery hot to touch and screen on/ quick bolus button-stuck issues could not be verified.